Event description:
The generator was received into product analysis. Analysis is underway but has not been completed to date. No further relevant information has been received to date.

Event description:
The generator underwent product analysis and review of the as received data from the generator's memory locations indicated that a premature end-of- life was noted on the day after implant. Initial interrogation of the generator indicated that the reboot counter was reset due to a bor (brown out reset). Electrical test results showed that the pulse generator performed according to functional specifications. The end of life (eol) indicator was not duplicated in the pa lab. Visual examination performed at the bench revealed one small area of a possible burn mark on generator can, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device implant. This resulted in the observed ¿pulse-disable¿ condition. No other relevant information has been received to date.

Event description:
It was reported that this new and unused generator was interrogated during a patient¿s replacement surgery and the error code stating eos was continuously seen by the surgeon. It was stated that the surgeon has a lot of experience with vns and it was decided to not implant this device. Additional information was received from the operating room staff that the generator was not able to be interrogated at all during the surgery. The unused generator has not been received by the manufacturer to date. No other relevant information has been received to date.